Event description:
As reported, 490102 tubing disconnect, patients has blood leaking onto the floor.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was visually inspected, revealing that the tip of the proximal backcheck valve was broken. Additionally, part of the set from the proximal caresite to the spin lock connector was missing. An exact root cause cannot be determined. The most likely potential cause is that the defect originated from excessive force placed on the valve during use. Retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(6) of the FDA esg help desk.